Event description:
On 27-jan-2026, a company representative - service personnel contacted technical service to report that versacare frame (product code: p3200k000500, serial number: (B)(6), had bed exit alarm not alarming at the nurse's station. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the nurse call cable needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on apr 29, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the nurse call cable to resolve the reported event. Based on this information, no further action is required.